Event description:
Related manufacturer report number: 2017865-2023-94732. It was reported that noise resulting in oversensing was observed on the right ventricular (rv) channel. The physician suspected that the event was related to both the device and the rv lead. Provocation testing was performed and noise resulting in oversensing and pacing inhibition was observed. As a result, the patient experienced dizziness. The device was reprogrammed initially. At a later date, the device was explanted and replaced and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise resulting in oversensing and no pacing output were not confirmed. The device was received with normal output and telemetry communication. Analysis performed including connectors evaluation, saline crosstalk, and output verification revealed no functional issues. A longevity assessment revealed the device was operating above elective replacement indicator (eri) voltage level with appropriate remaining longevity. There were no device anomalies revealed that would have contributed to the issues reported from the field.